Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#:(B)(6)) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during servicing at the facility, cross-coupling failed. When firing from monopolar 1 with the connection physically set to monopolar 2, all current flowed to monopolar 2. Specifically, the measured value (which should be <(><<)>150 ma) was approximately 760 ma in both pure and spray modes. The failure occurred only when firing from monopolar 1 and measuring at monopolar 2. Pcba (printed circuit board assembly) steering relay also failed. There was no patient involvement.